Event description:
Customer's mother stated that the cgm is constantly getting weak signals and lost sensor. The sensor is up to 100 to 180 points off. The current blood glucose reading is 138 mg/dl. Caller declined to troubleshoot. Customer calibrates four times per day. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.